Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to find the ins with the recharger. The caller stated they contacted a manufacturer representative and did some troubleshooting. The rep told the caller to call and get new equipment. The caller was going to call back the next day to do further troubleshooting when they had the equipment. No symptoms or further complications were reported. Additional information was received from the patient. It was reported that poor communication was seen on both the programmer and recharger. The patient said it has been a while since they last charged. The patient was redirected to follow up with their hcp for a possible overdischarge. No further complications were reported. Additional information was received from the manufacture representative (rep) on 2019-jul-26. Beginning on an unknown date, there was an overdischarged ins. The patient was unable to charge their ins. The cause of the issue was due to unrelated issues. The rep attempted a physician mode reset (pmr) with no success. The patient was unwilling to stay for additional attempts. The patient reported that the device was not charged for 4 years. The plan is to replace the ins. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that surgery was scheduled for (B)(6) 2019. It was unknown if the device would be returned, but the rep was going to inquire if the hospital required keeping it. No further complications were reported.